Manufacturer narrative:
(B)(4).

Event description:
It was reported that for treatment with a pico device, the dressing was placed normally. At the beginning the pump didn´t turn on. Batteries were checked and rotated and the pump turned on. After 24 hours of using the pump, this turned off so again the batteries were checked and rotated and the 3 lights of the pump turned on. After a time, the device turned off again. It was necessary to use another of the same device. A delay greater than 30-mins was reported. No damage to patient occurred. Procedure was completed successfully.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As the device was not returned, a thorough product evaluation could not be carried out. A video provided showed the device was experiencing leak and battery issues. This confirmed a relationship between the event and the device. Potential causes for the issue experienced are:- 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified 2. The dressing was saturated and needed to be changed 3. The batteries needed to be changed 4. The device detected unsafe levels of use and so entered an error state for patient safety we have not been able to identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.